Event description:
A customer reported a malfunction on their pump. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided pump reset information and assisted with resetting the pump. Later, the customer confirmed that the pump was functional, and they were able to resume insulin use, leading to the closure of the case by technical support.